Manufacturer narrative:
Correction: g1, g4 (PMA/510(k)). Additional information: a2, d4 (UDI, exp. Date), h4, h6. Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 149329a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 149329a, test base part number 195-430h / lot: 141522a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 149329a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2021. Customer tested negative on binaxnow covid-19 ag self test on (B)(6) 2021. Repeat testing with the binaxnow covid-19 ag self test was performed on (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021 produced positive results. Customer also tested positive on accessone on (B)(6) 2021. Pcr confirmation testing on (B)(6) 2021 and (B)(6) 2021 generated negative results (CT values not provided). The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.